Manufacturer narrative:
Maquet determined that the device failed to meet its specification due to an excessive mechanical effort that loosened the rivets and stressed the handle support ring during use, which was found to be most probable cause for this event. It can be assumed that the effort applied on the rivet during manipulation of the light head led to detachment of the handle. Additionally the device was directly involved with the reported incident however was not being used for treatment of the patient when the event occurred. The volista user manual indicates to check the light head for any damage, on a daily basis prior to use. Maquet service replaced the defective parts and returned the device to service.

Event description:
The customer reported that the rivets which fix the sterilisable handle support to the cupola were out of the support, before a surgery. No injuries were reported. (B)(4).